Event description:
Same case as MFR#: 2134265-2009-07252, 2134265-2009-072576. It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. Plavix was prescribed five days prior to the stenting. The lesions being treated were located in the proximal and mid right coronary artery (rca). The proximal rca was 90% stenosed. Plain old balloon angioplasty (poba) was performed and an unknown size taxus stent was deployed. Residual stenosis was 0%. The mid rca was 50% stenosed. An unknown size taxus stent was deployed. Residual stenosis was 0%. Fourteen days later, in a staged procedure, an unknown size taxus stent was deployed in the lesion located in the 1st diagonal (dx). Two days later, the patient was moved to another hospital and plavix was stopped. In 2009, the patient expired. The cause of the death was reported as cardiac death, which was not related to a vascular event. The relationship of the patient's death to the taxus express2 stents is unknown. Additional information has been requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.